Event description:
The surgeon cemented the tibial component as per normal (with stem/sleeve), then removed the femoral trial and prepared the cement to put on the definitive femoral component (with stem/sleeve/augments). However, when it came to impacting the definitive component, dr (B)(6) was unable to get the component to seat properly - something was holding it up. It sounded like the tip of the definitive stem was being obstructed by something metallic. We compared the trial to the real thing as none of us could work out why the trial fit fine but the real component didn't. On comparison, it was clear that the end of the trial femoral stem had broken off, and was still in the patient, blocking the passage of the definitive implant. We were unable to retrieve the broken off piece, so as a result it remained in situ and the surgeon had to change the stem on the definitive component to a 12x75 so it would fit. It seems that the "bolt" attaching the distal end of the trial stem to the shaft has fractured, causing a disassociation.

Manufacturer narrative:
The devices associated with this report were not returned for examination. Several follow up attempts were attempted to obtain the item and additional event information but were unsuccessful although the initial report stated the product was going to be returned. A complaint database search was not possible because the necessary lot code was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.